Event description:
During follow-up, r-wave under-sensing and p-wave oversensing was observed. No intervention was performed because the patient's r-wave was very low and the device was already programmed to the most sensitive settings. The suspected cause of under-sensing was due to poor device positioning and the patient's body composition. The p-wave oversensing is likely due to the device being set to a high sensitivity to detect the small r waves. The patient was stable.